Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer went to the emergency room (ER) and was subsequently admitted to the hospital due to diabetic ketoacidosis (dka). No additional patient or event information was provided. The customer declined to provide additional information regarding the issue.